Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "the customer reported about false positive occurring with the use of bd max sars-cov-2 (44500301)."

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using kit bd max" sars-cov-2 reagents (ref. 44500301) lot #0282273 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0282273 was manufactured according to specifications and met performance requirements. Customer reported false positive results with the use of the bd sars cov-2 reagents for bd max" system kit lot 0282273. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product lot 0282273. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Event description:
It was reported while testing for sars cov-2 4 false positive results were obtained. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "the customer reported about false positive occurring with the use of bd max sars-cov-2 (44500301)."